Event description:
It was reported to resmed that an s9 elite device caught fire.

Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. There was no pt injury reported for this incident.